Event description:
It was reported the personal diabetes manager (pdm) alarmed for two weeks with no error message and the patient was unable to reset the alarm. The patient went to the hospital for a consultation to fix the alarm but the issue persisted. The patient reportedly fainted due to this issue. No medical assistance was required a replacement device has been sent to the customer.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.